Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it measuring lower peep (positive end expiratory pressure) than set, low exhaled tidal volume (vte) levels, displaying a patient circuit disconnect alarm and it stopping ventilation intermittently were all confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift. H3 other text : serviced by asp.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the ventilator measured lower peep (positive end expiratory pressure) than set, that its exhaled tidal volume (vte) levels were low and that it displayed a patient circuit disconnect alarm. In addition, the device would intermittently stop ventilation during testing. There were no reports of patient involvement associated with the reported event.